Manufacturer narrative:
Evaluation summary: thrombus like deposits are evident in the cusp area of leaflet 3. The deposits may have led stenosis. Leaflet 2 exhibit tears at opposite commissures that measure to approximately 8mm. At commissure 3 the tear has not penetrated the entire thickness of the tissue. Host tissue is moderate to heavy at the stent inflow and moderate at the stent outflow. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Overall, based on the information available, there is no indication of a quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a 2800 valve explanted after an implant duration of almost 9 years due to aortic insufficiency. The operative report states, "[the patient] was found later on workup for dyspnea and fatigue, to have severe aortic insufficiency... Also his root was found to be more dilated." Pathology report noted that one leaflet was partially torn at one apex and adherent gray-white to yellow connective tissue was present around the surface ring.